Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose value was unknown at the time of the incident. The customer stated that the insulin pump rejected new batteries multiple times and requires new settings with the new batteries. The top with reservoir was cracked but the reservoir was able to lock into place. The customer also reported frequently occurring random no delivery and stated that the rewind seems to take longer and the screen was dim. The device will not be returned for analysis.